Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve was performed. The valve was deployed with 3 ml less than nominal volume. Post dilation was performed with same amount of volume. After that (exact cause of the event was unknown), symptoms were observed. Pvl was left and hemolysis were observed. Approximately 6 months after tavr, the decision was made to perform pvl closure surgery. The procedure was successfully completed and pvl was disappeared. The device remains implanted.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Upon investigation it was discovered that this complaint was a duplicate of a previously reported event. This event was previously reported by edwards lifesciences under manufacturer report ID: 2015691-2024-00955.